Manufacturer narrative:
B3 date of event: date of event was approximated to 02/01/2024 as no event date was reported.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at pre dilation, it was noted that the balloon ruptured at nominal pressure. The procedure was completed with another of the same device. No patient complications reported.